Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states-marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trustar coronary drug eluting stent, there was a balloon burst or leak during stent deployment at nominal pressure. The stent could not be removed from the patient and had to be inflated in the artery radialis. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The patient has recovered fully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: the device was not being used to pre-dilate the lesion or post-dilate a deployed stent. Excessive force was not used. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was non-tortuous, had 30% calcification, 70% stenosis and located in the ostial left main coronary artery. It was later clarified that a leak occurred from the very beginning when attempting to inflate the balloon. An inflation pressure of 0 atm was noted as it was not possible to inflate the balloon due to the leak. The issue occurred on the first attempted inflation. The lesion was pre-dilated with a 3.0x8mm cutting balloon twice with good results. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, or during the withdrawal of the device. The device was not moved or repositioned in the lesion while inflated. Sections a. Patient information and b7.relevant history updated. Initial reporter phone number provided. Date of event updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.